Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink green when connected to the sensor. Troubleshooting found the cannula was missing from the sensor. The customer stated the transmitter was able to blink green when a new sensor was inserted. Customer's blood glucose was 5.4 mmol/l. The customer agreed to declined to return the sensor for analysis.